Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient reported that doesn't feel like the device is working anymore, has experienced return of symptoms, accidents and doesn't feel stimulation sensation anymore. Caller said that they attempted to connect to implant on saturday using the patient programmer however weren't able to connect to implant, with or without the antenna. When asked, caller said that it has been a long time since they last connected to implant and caller doesn't recall patient's settings. When asked, caller said that patient hasn't had ins checkedat hcp office since received. Reviewed based on information, that it is possible that the ins battery has depleted. The patient was redirected to their healthcare provider to further address the issue. Caller to schedule ins battery check. Email was sent to fieldstaff. Pt rep states called hcp o ffice and was told to contact a rep. Email was sent to field reps. Additional information was received from the patient. They reported that the cause of not feeling stimulation and not being able to connect was unknown. The call with the manufacturer led the patient to believe that the battery was depleted. They followed up with the urologist to schedule a replacement. The issue was not yet resolved, but removal/replacement was planned for (B)(6) 2022 as it did not work. The issue was not yet resolved.

Manufacturer narrative:
Event date is approximate, the month and year are valid. If information is provided in the future, a supplemental report will be issued.